Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the device was intermittently inflating the opposite port while in use. The malfunction occurred during pre-testing before a case. There was no harm to the patient. No adverse events were reported as a result of this malfunction.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.